Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon unraveled [device breakage]. Case narrative: consumer reported via e-mail that the tampon unraveled. No injury reported.